Event description:
A medtronic rep reported an inaccuracy during surgery while using the s7 navigation system. They had registered the pt successfully, and navigation was accurate during the first aspect of the surgery. There was no impact on pt outcome reported.

Manufacturer narrative:
The inaccuracy during navigation was due to reference frame movement by the operator during the middle of the surgery, and not a malfunction of the device. The system was evaluated at the site and found to be fully functional.